Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The wash probe was returned to tosoh instrument service center for investigation. Visual inspection confirmed the wash probe was damaged. Device evaluation by manufacturer: the most likely cause of the reported event was due to failure of the wash probe and out of range qc was due to reagent temperatures slightly high.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site to address reported event. Fse found the broken bf probe #1 and replaced it. Fse attempted to prime wash but the bf probe crashed. Fse realigned bf probe # 1 and completed daily check successfully. Fse and customer ran quality controls (qc) and they were out of range high. Fse checked all temperatures for substrate, detector, wash, and incubator. Incubator temperature was out of range high. Fse adjusted incubator temperature from 37.8 to 37.0 and attempted to run the qc again, but some results were still high. Customer recalibrated and the following control runs were all in range. No further action was required. The aia-900 instrument is performing within specifications. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages, states the following: 2239: bf probe 1 purge failure is generated when the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. 2240: bf probe 2 purge failure is generated when the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most likely cause of the reported event was due to failure of the bf probe caused by customer while trouble shooting and out of range qc was due to reagent temperatures slightly high.

Event description:
A customer reported getting error messages 2239 "bf probe 1 purge" and 2240 "bf probe 2 purge" failures while performing maintenance on the aia-900 instrument. The customer attempted flushing the lines with di water. Also tried removing the bf probe, but lost a part which caused leakage. Technical support specialist (tss) explained to the customer that these errors are to be expected during the di water flush due to the lack of viscosity. The customer tried putting the bf probe back together, but the tubing was leaking; the customer does not have a replacement on-site. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.